Event description:
Additional information received from business partner (B)(4) on (B)(6) 2016 indicated a new pump was placed in the left upper quadrant, just above the umbilicus, and then the catheter had been explanted and replaced. The patient went to the recovery room in stable condition. On (B)(6) 2016, it was learned there was no adverse drug effect. The patient had a clogged catheter and the physician indicated it did not need to be reported. No additional information was provided.

Manufacturer narrative:
Concomitant products: product ID: 8711, lot# j10987r07, implanted: (B)(6) 2002, explanted: (B)(6) 2016, product type: catheter.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving intrathecal baclofen at an unknown concentration and dose via an implantable pump for intractable spasticity. It was reported that a replacement of an old intrathecal baclofen pump and catheter occurred on (B)(6) 2016. The preoperative diagnosis was intractable spasticity as well as intractable pain and malfunction of the pump. The patient also had a one level laminotomy and lumbar before insertion of new catheter. The estimated blood loss was 75 ml. The removal and reinsertion of the pump, which was now down into the lower upper quadrant of the abdomen and caused the patient hip pain. The plan was to remove the pump and revised it if it was not functioning. They attempted to withdraw fluid from the catheter and was unable to, which was consistent with an obstructed catheter. The new pump system was planned. The catheter was not patent and it was removed; a new catheter was inserted. The pump was filled with intrathecal baclofen and analyzed and programmed in the usual fashion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.